Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-01230. The patient has two peripheral (off-label) leads. It was reported the patient experienced ineffective pain relief following a car accident. Diagnostics indicated normal impedances. The patient was unable to feel stimulation at maximum intensity. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-01230. Follow-up identified per the patient's request, the patient's entire system was explanted on (B)(6) 2017.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-01230.